Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting 'no stimulation' six days after implant. An invasive procedure was performed to evaluate the system. Body fluids were noted in the ventricular connector. The ipg was 'cleaned and dried and sealed with medical adhesive' and remains implanted.